Event description:
On 4/8/98 pt underwent posterior spinal fusion with tsrh system, l4-5 and l4-5 diskectomy; bone graft from iliac crest, right posterior. On 10/7/98, pt admitted to hosp with right lumbar back pain and hardware failure on right and underwent removal of hardware on right with reinstrumentation. Operative findings: titanium rod at l4-5 on right broken and screws were slightly loose.